Event description:
The customer reported the tower or workstation handle became loose attributed to a broken stud. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The handle was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.